Event description:
Mobility, pain, immediate implantation. Immediate load protocol, patient may have been chewing on his temporary. Biomechanical overload. Implant was removed three months after placement due to patient having pain.